Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed falsely elevated platelet results for four patients on the cell-dyn emerald analyzer. The following data was provided: patient 1 initial 47, repeat 3 k/ul; patient 2 initial 39, repeat 2 k/ul; patient 5 (sid (B)(6)) initial 33, repeat 10 k/ul; patient 6 initial 29, repeat 3 k/ul; there was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Replacing the worn out and loose parts (tubing, sample probe, and o-ring), and performing overdue service preventive maintenance resolved the issue. Based on the available information, no product deficiency was identified.